Event description:
Pt tested on the suspect device with an inr result of >8.0. Coumadin was held for two days. Then the device was used again and the inr result was 3.4 compared to a lab inr of 4.1. Controls were in range.